Manufacturer narrative:
As reported, when a 5f mynx control vascular closure device (vcd) entered a 5f non-cordis sheath, the operator felt a strong sense of resistance, so the vcd was removed. The sealant protection cracked while passing through the sheath, so the sealant first met the blood and reacted. The sealant was prematurely exposed during insertion into the sheath. Manual compression was performed for 20 minutes for hemostasis. There was no reported patient injury.the device was stored, prepped and used according to the IFU instructions. Button 1 was not depressed. The device was used in a trans-arterial chemo embolization using a retrograde approach. No patient information is available. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. There was little vessel tortuosity. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The sheath was not kinked or bent upon removal. No visible bend or damage was in distal end of the balloon shaft after removal. The device was removed from the package according to the IFU. The device is being returned for evaluation. The product was returned for analysis. A non-sterile ¿mynx control vcd, 5f (ce mark)¿ was returned inside of clear plastic bag for investigation. Per visual analysis, both button 1 and button 2 were not depressed. The syringe was returned attached. The stopcock is set on the open position. The sealant remained in the manufacturing position. The sealant sleeve assembly was exposed to blood and presented a kinked outward condition. The catheter was inserted inside of an unknown csi. No damages in the atraumatic wire were observed. Per dimensional analysis, the catheter working length from distal end of sheath catch to proximal end of balloon and was verified to be within specification. Per functional analysis, a simulated insertion/withdrawal into a lab sample csi test was not performed as the sealant sleeve were outward/ kinked, which impeded the insertion into the lab sample csi. A deployment functionality test was performed, and button 1 of the returned device was fully depressed with the clock symbol visible in the tension indicator window. Button 2 was fully depressed with no resistance felt, and the balloon was completely retracted into the advancer tube as intended. Per microscopic analysis, the sealant sleeved were kinked/bent outward, and blood saturated. The sealant remained in the manufacturing position. A product history record (phr) review of lot f2223101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿ mynx control system impeded¿ was confirmed during analysis of the returned device as the sealant sleeves were kink/bent and outward. The reported ¿sealant sleeves cracked¿ and ¿deployment difficulty-premature during prep¿ were not confirmed due to the condition in which the device was received for analysis. The exact cause of the reported event could not be conclusively determined. Procedural and handling factors may have contributed to the reported event. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it is damaged. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, when a 5f mynx control vascular closure device (vcd) entered a 5f non-cordis sheath, the operator felt a strong sense of resistance, so the vcd was removed. The sealant protection cracked while passing through the sheath, so the sealant first met the blood and reacted. The sealant was prematurely exposed during insertion into the sheath. Manual compression was performed for 20 minutes for hemostasis. There was no reported patient injury. The device was stored, prepped and used according to the IFU instructions. Button 1 was not depressed. The device was used in a trans-arterial chemo embolization using a retrograde approach. No patient information is available. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. There was little vessel tortuosity. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The sheath was not kinked or bent upon removal. No visible bend or damage was in distal end of the balloon shaft after removal. The device was removed from the package according to the IFU. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, when a 5f mynx control vascular closure device (vcd) entered a 5f non-cordis sheath, the operator felt a strong sense of resistance, so the vcd was removed. The sealant protection cracked while passing through the sheath, so the sealant first met the blood and reacted. The sealant was prematurely exposed during insertion into the sheath. Manual compression was performed for 20 minutes for hemostasis. The device was stored, prepped and used according to the IFU instructions. Button 1 was not depressed. The device was used in a trans-arterial chemo embolization using a retrograde approach. No patient information is available. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. There was little vessel tortuosity. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The sheath was not kinked or bent upon removal. No visible bend or damage was in distal end of the balloon shaft after removal. The device was removed from the package according to the IFU. The device is being returned for evaluation.